Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. It was noted on (B)(4) 2015, the svc coil impedance spiked to 254 ohms up from a trend in the 60-70 ohm range.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) and high right ventricular (rv) coil impedance were observed on the rv lead, in addition to high superior vena cava (svc) defibrillation impedance on the subcutaneous high-voltage lead. An rv lead fracture was suspected and the rv lead was explanted and replaced. It was noted the subcutaneous high-voltage lead was also explanted, but not replaced. No patient complications have been reported as a result of this event.